Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the likely cause of the event was communication failure between the videoscope and the video processor and likely due to the presence of foreign matter attached to the electrical contacts of the video connector socket. The following statement from the instructions for use provides a suggested action when communication failure occurs and "foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts: "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.".

Manufacturer narrative:
The reported problem was resolved through troubleshooting with olympus technical support via the phone. After the customer cleaned the endoscope contacts, the reported problem was resolved. An assignable cause for the reported problem was not determined.

Event description:
A user facility reported to olympus that no image was produced and an error code e315 was generated. The reported problem occurred during a patient procedure. There was no patient injury or harm, associated with the problem, reported to olympus.